Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel® dxc 600i synchron® access® clinical systems. A) the false high na results were not reported out of the lab. B) the specimens were re-tested and lower results were obtained. C) see section b6 for one example provided.there was no effect to patient treatment.

Manufacturer narrative:
The system is routinely calibrated every 24 hours, and qc samples are run every 8 hours. A field service engineer (fse) was dispatched: a) the fse replaced multiple parts.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.